Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited episodes of noise diagnosed as high ventricular rates resulting in pacing inhibition. In addition, high pacing right ventricular lead impedance values were also noted. No intervention and no adverse patient consequences were reported.